Event description:
It was reported the subject device is broken/defective there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h3, h6. Corrected fields: e1 - initial reporter establishment name. D2a. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is a broken lens in the optical system. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scratches at the distal end of the outer tube, the outer tube is slightly bent, a broken lens in the optical system, therefore there is no image, some light guide fibers are broken, therefore the light transmission is too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.